Event description:
Patient underwent catheter ablation for atrial fibrillation on (B)(6) 2016. On (B)(6) 2016, the patient was admitted for increased pain with swallowing. A chest CT showed an area of thickening in the esophagus. An egd showed an esophageal ulceration. A repeat egd on (B)(6) 2016 showed a deepening of the ulcer. On (B)(6) 2016, the patient underwent an ivor lewis esophagectomy to repair the esophageal injury. As of (B)(6) 2015, the patient remains in the hospital.